Event description:
It was reported from australia by the vad coordinator that the "patient was admitted to hospital as febrile, hypotensive, and with low flows on bivads. The septic screen was positive. Urine and blood cultures noted klebsiella. IV antibiotics commenced. CT of abdomen noted renal calculi, awaiting urology review. Patient is now improving."

Manufacturer narrative:
It was further reported that the therapeutic team did not believe the event was related to the medical device. The patient received treatment other than antibiotics but they are unknown. However, the patient was reported to have recovered and is doing well as there were no pump issues. The low flow issue was reported to have resolved. Hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Sterility review: a review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.